Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as coding was updated from product investigation. Boston scientific received information that this patient with right ventricular (rv) lead was complaining of heart pounding during rv pacing. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead was complaining of heart pounding during rv pacing. The lead was surgically abandoned. No additional adverse patient effects were reported.